Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal, and scratched lens. During the functional testing, the customer reported issue was confirmed. The cause of the issue was found to be the scratched lens. The lens was replaced along with the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.